Event description:
The customer reported that both screws went black six times during cases. This resulted in a loss of live image. There is not report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The candlesticks were cleaned and regreased. The system was then found to be operating as intended.